Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was not articulating properly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and found to have a broken input disk. The input disk was completely detached: input disk #7 was found completely detached from the base of the housing. The instrument was found to have an input disk cracked. Hairline cracks we found on grip input disk #6.